Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via friend/family member who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported that pt had been experiencing internal shocks down to their toes when they were recharging their implant. This had been happening every second or third time that pt charged their implant since december 2022. Caller stated their doctor had instructed pt to have all their external equipment replaced, and directed pt to contact patient services. Pt mentioned they had also been stuck in 'phone tag' with their rep since tuesday to discuss the issue. Agent had caller examine the recharger and controller for damages; caller confirmed everything looked fine. Agent explained that this issue was likely related to the internal component; programming or stimulator itself. Caller became slightly escalated and told agent to take this up with their doctor, and adamantly wanted to have equipment replaced. The issue was not resolved. An email was sent to the repair department to replace the recharger (exchange). Agent additionally instructed pt to contact their rep if they found that r eplacing the recharger did not resolve the issue. Pt was going to be out of town over the weekend, and requested to have package delivered on or after monday; agent opted for 2-day shipping request. It was reported on (B)(6) 2023 that the rtm was tested and found no issues and was sent back to the patient.